Manufacturer narrative:
The ventilator was tested on-site by the user. The reported issue was not reproduced, pre-use checks passed without deviations and no parts were replaced. Our field service engineer was on-site and downloaded the device logs. No service was requested by the hospital. Evaluation of the received device logs showed that pre-use checks performed prior to the ventilation was successful and, no technical alarms were logged during the time of the event. The logs confirmed that alarms for high respiratory rate were generated during the ventilation. The logs showed that the ventilation was non-invasive(niv) and that the ventilation in niv was only on-going for 12 minutes. The ventilation was started in niv pressure support mode and one minute after ventilation starting, alarms for high respiratory rate were generated. The ventilation mode was changed to niv pressure control mode and respiratory rate was set to 25 b/min. A few minutes after the ventilation mode change, alarms for low peep (positive end expiratory pressure), inspiratory flow over-range, check tubings, and high respiratory rate were generated. These alarms together indicate a leakage situation. Soon after these alarms, the ventilation was ended. The cause for the reported higher respiratory rate than set could not be determined since the problem was not reproduced, but there is no indication of a technical ventilator failure/malfunction at the time of the event.

Event description:
(B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that while the ventilator was connected to a patient, the respiratory rate was at 100 b/min which was much higher than the set value of 25 b/min. There was no patient harm. (B)(4).